Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 2.5 and 2.7 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this implantable with this elctrode echibited noise and it was noted that the electrode had an infection. A revision was performed and the lead was explanted while the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable with this electrode exhibited noise and it was noted that the electrode had an infection. A revision was performed and the lead was explanted while the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No additional adverse patient effects were reported.